Manufacturer narrative:
Correction - h6 - should have been pocket erosion rather than erosion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented with pocket erosion and was noted to have developed pocket infection. The pacemaker was explanted. The patient was stable. No additional information was reported.